Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the pump was noted. Both cylinders and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the pump was noted. Both cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited a hole and a leak in the proximal end of its body, along with wear at fold in its middle, proximal and distal end, and a bulge when it was inflated with a syringe. The second cylinder presented wear at fold in the middle, proximal and distal end of its body, but no leaks were identified in the component. The pump was microscopically inspected, leak and functionally tested. Microscopic examination revealed that the pump tubing was cut down to the pump block. The component passed functional and leakage testing. Based on the information available and analysis results, the first cylinder not passing the leak evaluation could have caused or contributed to the reported clinical observation of device not working properly.